Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement, it was noted on fluoroscopy that the right atrial lead had dislodged. The lead was attempted to be repositioned, but could not be, so the lead was capped and replaced. No patient complications have been reported as a result of this event.